Event description:
Pt was implanted with the vocare bladder system in 1998. Pt reported having continued problems with lower extremity spasms. Some spasms are so extreme that they interfere with the pt's daily living activities and ability to sleep. Pt has been put on oral anti-spasticity medication. Pt has been referred to a specialist who can better address their issues. Pt does report that the vocare bladder system operates satisfactorily and effectively empties their bladder as intended.